Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/27/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, additional information was requested, and the following was obtained: package lot number of the clips? Unavailable. What suture type was used? Unknown. What suture size was used? Unknown. When the even occurred, was the suture placed near the hinge of the clip? Unknown were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Intermittently. Was the applier checked for damage (jaws straight and aligned)? Yes. What was the surgical procedure involved? Davinci nephroureterectomy. Was this a robotic procedure? Yes. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Package lot number of the clips? What suture type was used? What suture size was used? When the even occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? What was the surgical procedure involved? Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture clips were used. It was reported by the account contact that the lapra ty will not hold clamps. No adverse patient consequences were reported. Additional information was requested.